Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio 7.5, lab 5.2; date 6/06, inratio 5.4, lab 3.4; date: 7 days later, inratio 7.5, lab 4.9; inratio 7.1, lab 4.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio 7.5, lab 5.2, mean 6.35, confidence limits cannot be determined. Date 6/06 5.4, lab 3.4, mean 4.4, confidence limits 2.5-6.5. Date 06/20/06, 7.5, lab 4.9, mean 6.2, confidence limits cannot be determined. Inratio 7.1, lab 4.9, mean 6.0, confidence limits cannot be determined. Per internal procedure, the calculated mean of the inratio meter and comparative system inr were calculated. On the last 2 sets of data, the mean was >5.0 and the difference between inr's >2.2. Those values consider inaccurate. Products will be investigated.